Event description:
It was reported, the pt previously underwent double valve replacement surgery and received this 19 mm sjm aortic valve and a 25 mm sjm mitral valve (medwatch # 2648612-2011-00045). In (B)(6) 2011, the pt underwent redo aortic valve replacement surgery to remove this aortic valve due to endocarditis. This valve was explanted and a 19 mm sjm regent valve was implanted (medwatch # 2648612-2011-00041). Intraoperatively, the surgeon attempted to rotate the valve and one of the leaflets fractured and fell into the ventricle. The leaflet was retrieved and another 19 mm regent valve was implanted (medwatch # 2648612-2011-00044). The pt expired the following day due to sepsis.